Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an unspecified issue. The unspecified action was taken to resolve the lead issue and the rv lead remains in use. Attempts to gain more information were unsuccessful. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high thresholds and no capture. Reprogramming was performed.